Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2011-04430, 1627487-2011-04431. The pt received his scs system on (B)(6) 2011, including three leads (with different lot numbers). It was reported the pt had pain when the stimulation was turned on. Programming of the system was discontinued at the time. It was reported the physician ordered x-rays to determine if the lead placed in the sacral area had moved, or if swelling might be causing the pain. Attempts to determine the status of the issue were unsuccessful.